Event description:
It was reported that the pt underwent c6-7 fusion. One year post op, when pt came back for pre-op examination to add c4-c5 fusion, it was found that the implanted screws at c7 were backed out. While performing fusion to add c4-c6, the doctor explanted the plate and screws. The locking mechanism reportedly was damaged causing the screws to back out. It was also reported that c6-c7 fused.

Manufacturer narrative:
Explanted devices were returned to MFR for eval. Visual macroscopic exam shows that the plate locking ring was broken. The remaining parts meet spec. Post op x-rays were reviewed and shows that the first surgery was done to fuse c5-c6, not c6-c7. C5-c6 was fused. The films also show that c6 screws backed out. The caudal screws appear hyper angulated, with possible delayed fusion exceeding fatigue life of implant. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.